Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube, corroded motor home switch, missing display window cover and peeling keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump keypad falling apart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.